Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: degenerative disc disease. Procedure: open lumbar fusion case levels implanted: l2-l5. It was reported that during surgery, the tulip head of the screw got damaged. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis : visual and microscopic examination of the mas head identified a portion of the first thread on one side is broken off. The broken-off portion of the head is missing and not returned for analysis. The above observations are consistent with misalignment of the mas head and set screw during construct assembly.